Event description:
The reporter alleged a discrepant result was obtained on the device when compared to a lab. The reported device result was >8.0 inr. The reported lab result was 3.6 inr. The device was replaced and requested to be returned for evaluation.